Manufacturer narrative:
The device was received by the MFR for investigation. The investigation is ongoing. The device was received by the MFR for investigation. When the investigation is complete, a follow up report will be filed.

Event description:
It was reported that during a total knee procedure, the handpiece leaked saline into a basin without pulling the trigger. The color of the saline solution leaking from the handpiece was yellow. None of the fluid entered the surgical site and the procedure was completed successfully as planned with a back up handpiece.